Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The reported device was received for evaluation; event was not confirmed during testing. Evaluation found the motor housing was cracked with corrosion visible at the cracks but no active leaking was observed. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking. There was no patient involvement; no patient impact.